Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient became unconscious and experienced high blood glucose. Therefore, he faced a bent cannula and an occlusion alarm. Even after changing the infusion sets four times, the occlusion alarm continued. He tried to treat the high blood glucose level with correction bolus via the pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently, admitted to the hospital due to high blood glucose level. His highest blood glucose level was 902 mg/dl and had high ketone levels, which the health care professional assessed it as dangerous/ life threatening. While in the hospital, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue with no permanent damage. At the time of this report, the patient was still in the hospital and was not released. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.